Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The balloon in the tube has popped during intubation. The patient required reintubation.

Manufacturer narrative:
Evaluation summary: the sample was received for evaluation. The reported event was confirmed. An inflation and deflation test is performed for all products. Once the part is inspected visually, then the instruction provides the guidelines to deflate the cuff. All manufacturing controls were found acceptable and effective to detect the reported event. Instructions for use (IFU) states that as these devices may have been subjected to handling, storage conditions or preparation which compromised functional integrity; each tube' cuff, pilot balloon and valve should be tested by inflation prior to use. If dysfunction is detected in any part of the inflation system, the tube should not be used. Initiating treatment using a tube already shown to have a dysfunction in the inflation system could. Various bony anatomical structures (e.g., teeth, turbinates) within the intubation routes or any intubation tools with sharp surfaces present a threat to maintaining cuff integrity. Care must be taken to avoid damaging the thin-walled cuffs during insertion which would create the need to subject the patient to the trauma of extubation and re-intubation. If the cuff is damaged, the tube should not be used. Do not overinflate cuff. Ordinarily, the cuff pressure should not exceed 25 cm h20. Maintaining a seal pressure at or below 25 cm h20. Overinflation can result in tracheal damage, rupture of the cuff with subsequent deflation, or in cuff distortion which may lead to airway blockage. The device history record was reviewed and no discrepancies were found. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.